Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the target temperature was 36c, however patient temperature was 34.5c with foley and water temperature was only 30c on the arctic sun device. The flow rate was 2.8lpm. It was noted that the weight of the patient was 62kg with medium pads in place. The event log showed alert 50 (patient temperature 1 erratic) and alarm 15 (unable to obtain a stable patient temperature). Flexed temperature in cable and patient temperature remained stable. Esophageal probe to bedside monitor correlating with 35c. Trend indicator showed one arrow up. The water temperature was 38c by the end of the call. Mis recommended nurse to check protocol to see what external interventions might be able to take like warm blankets, bair hugger, cover head, hands and feet.

Event description:
It was reported that the target temperature was 36c, however patient temperature was 34.5c with foley and water temperature was only 30c on the arctic sun device. The flow rate was 2.8lpm. It was noted that the weight of the patient was 62kg with medium pads in place. The event log showed alert 50 (patient temperature 1 erratic) and alarm 15 (unable to obtain a stable patient temperature). Flexed temperature in cable and patient temperature remained stable. Esophageal probe to bedside monitor correlating with 35c. Trend indicator showed one arrow up. The water temperature was 38c by the end of the call. Mis recommended nurse to check protocol to see what external interventions might be able to take like warm blankets, bair hugger, cover head, hands and feet.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "sensor wire too weak / thermistor wire too weak". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. Correction: d h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.